Manufacturer narrative:
Exemption number: e2014018. Implant date: unknown. End customer: unknown. When additional information is received a follow up report will be submitted.

Event description:
Per sus voluntary event mw5080164, received by FDA there was a serious injury with required intervention. Tibial tray loosening skin pivot in cement, global loosening with 1/2 of femur loosen on cement.

Manufacturer narrative:
No product on hand. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Due to a lack of data and without the product we cannot determine the exact cause. A product safety case has been initiated.